Event description:
Olympus received a medwatch, which stated, "while performing bronchoscopy a small plastic portion of the scope broke off. It was retrieved."

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the report, but received no additional information. The user facility did not provide the exact model of the subject bronchoscope; however, a review of the customer's equipment inventory revealed that the reported serial number matched a model bf-q180 bronchovideoscope that was purchased by the user facility. Review of the instrument history showed that the subject bronchoscope was returned ot olympus on (B)(4) 2011 for service due to a report of plastic being found following the procedure, possible damage to the distal end. The evaluation noted bending section glue was sharp, cracking and peeling in some areas, and missing in others. The bronchoscope was serviced and was returned to the user facility on (B)(4) 2011. The exact cause of the user's report could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.